Manufacturer narrative:
The customer reported the device was cleaned, disinfected and sterilized prior to being returned for evaluation. The customer did not know when the foreign material had adhered to the device. The instrument/suction channel was not aspirated with water. There were abnormalities in the accessories used for reprocessing. The device was not presoaked in detergent solution. The instrument channel outlet was wiped/brushed with a clean lint-free cloth/brush/or sponge. The instrument channel, instrument channel port, and suction cylinder were brushed. The air/water nozzle was flushed with detergent solution. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: the light guide lens had a crack. Due to clogging of the suction tube in the universal cord, foreign objects came out of the suction port. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to wear of the angle wire, the play of upward/downward angulation control knob was out of the standard value. The adhesive on the bending section cover had a chip and a crack. Due to clogging of the nozzle, water removal ability did not meet the standard value. The scope cover plate was peeling. The color ring had a crack. The control unit was shaved. The adhesive around the objective lens was peeled. The plastic distal end cover had a scratch. The connecting tube had a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material coming out of the suction port could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material coming out of the scope could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the evis lucera colonovideoscope light guide lens was cracked. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: due to clogging of the suction tube in the universal cord, foreign objects came out of the suction port. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.